Manufacturer narrative:
Additional information was received that there were no issues with the function of the ipg or lead. The issue was that the lead would not stay within the patient's epidural space and the patient did not want to go thru another revision surgery at an attempt to fix this.

Event description:
A report was received that the ipg was explanted. It was also reported that there was device malfunction suspected.

Manufacturer narrative:
Additional information was received that the physician did not recognize any contact missing. The patient was reportedly doing well. Device evaluation indicated that the complaint was confirmed. The patient was explanted due to the lead migration within the patient's epidural space. Sc-8216-70 sn (B)(4): the paddle lead body was cleanly cut and electrode pad #8 was missing from the paddle. The clean cut damage to the device is a result of a typical explant procedure and it is not considered a failure. The cause of the electrode dislodgment couldn't be determined. X-ray inspection found no other anomalies. Sc-1132 sn (B)(4): a review of the patient data showed that the device had been working as expected.

Event description:
A report was received that the ipg was explanted. It was also reported that there was device malfunction suspected.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the ipg was explanted. It was also reported that there was device malfunction suspected.